Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The insert was found with a broken curved blade. A broken piece approximately 0.43" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue. This failure is typically attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace jaw suddenly broke. The fragments were retrieved in the same procedure. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon and surgical assistant were able to remove the fragment using the endoscope. There was no additional surgical procedure needed to remove the fragment. There were no post-operative tests performed. The surgeon believes the breakage was caused by a quality problem. The instrument was inspected prior to use with no damage observed and was used for about 1 hour during the procedure.